Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator(ins). The reason for call was that they hadn't had the device charged in almost two years. Patient stated that they took a very bad fall on (B)(6) 2023 and since then the implanted neurostimulators wasn't in the same position that it was put in at. Patient said that they were in stage 4 liver failure and their transplant doctor wanted them to have an MRI done so they can get them on the liver transplant list asap. Patient mentioned they didn't know what to do since they lost all of their external equipment.  Patient mentioned they want the stimulator taken out but the health care professional(hcp) that implanted it will not do it and will not see them anymore. Agent sent a request to repair to replace the controller, recharger, li battery pack, ac power supply and belt.  The patient was redirected to their healthcare provider to further address the issue. Healthcare provider (hcp) mentioned that the patient is not practicing in their clinic post (B)(6) 2023 and asked to follow up with another hcp.